Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "head trials have threads, and on this particular trial there were no threads. Did not have them at all, not that it was worn away. This was the only one, the other trials in the set had threads."